Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, some of the sealant of a 6f¿12f mynx control venous vascular closure device (vcd) was still attached to the device upon withdrawal from patient after properly prepping and completing the final steps of deployment. As a precaution, additional manual pressure was held, and hemostasis was successfully achieved via manual compression for less than 30 minutes. There was no reported patient injury. The mynx vascular closure device (vcd) was used in an electrophysiology (ep) ablation procedure. There were no damages found on the device or device packaging prior to opening. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device was deployed through an 11f non-cordis sheath. There was no damage noted to the button. The tension indicator aligned with the markers on the handle halves before attempting to deploy. The button did depress all the way. The tension indicator did display a ¿clock symbol¿ after button # 1 depression. There was not any damage noted to the sealant sleeves after removal and there were no kinks in the sheath or device after removal. The device storage temperature did not exceed 25 °c. And the deployer is in training with the mynx device. Other procedural details were requested but were not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f¿12f mynx control venous vascular closure device (vcd) was still attached to the device upon withdrawal from patient after properly prepping and completing the final steps of deployment. As a precaution, additional manual pressure was held, and hemostasis was successfully achieved. There was no reported patient injury. The device was deployed through a 11f unknown cordis sheath. The device will be returned for evaluation.

Manufacturer narrative:
As reported, some of the sealant of a 6f¿12f mynx control venous vascular closure device (vcd) was still attached to the device upon withdrawal from patient after properly prepping and completing the final steps of deployment. As a precaution, additional manual pressure was held, and hemostasis was successfully achieved. There was no reported patient injury. The device was deployed through an 11f unknown cordis sheath. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for analysis. A product history record (phr) review of lot f2532901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿mynx control system-deployment difficulty-partial¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue experienced. However, procedural/handling factors and/or concomitant device factors are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As stated within the mynx control venous IFU, step 2: deploy sealant, ¿while maintaining tension alignment of the markings, firmly press button #1 until it is fully depressed. The clock symbol will become visible in the tension indicator window. This deploys and compresses the sealant against the venotomy for effective adhesion. Lay the device down for 2 minutes, allowing the sealant to actively absorb body fluid and swell within the tissue tract.¿ during step 3: remove device, the IFU instructs, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp. The device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. Deflate balloon ¿ to ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, some of the sealant of a 6f¿12f mynx control venous vascular closure device (vcd) was still attached to the device upon withdrawal from patient after properly prepping and completing the final steps of deployment. As a precaution, additional manual pressure was held, and hemostasis was successfully achieved via manual compression for less than 30 minutes. There was no reported patient injury. The mynx vascular closure device (vcd) was used in an electrophysiology (ep) ablation procedure. There were no damages found on the device or device packaging prior to opening. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device was deployed through an 11f non-cordis sheath. There was no damage noted to the button. The tension indicator aligned with the markers on the handle halves before attempting to deploy. The button did depress all the way. The tension indicator did display a ¿clock symbol¿ after button # 1 depression. There was not any damage noted to the sealant sleeves after removal and there were no kinks in the sheath or device after removal. The device storage temperature did not exceed 25 °c. And the deployer is in training with the mynx device. Other procedural details were requested but were not provided. The device was not returned for analysis. A product history record (phr) review of lot f2532901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿mynx control system-deployment difficulty-partial¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue experienced. However, procedural/handling factors and/or concomitant device factors are possible, especially since the user was in training at the time of this complaint. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As stated within the mynx control venous IFU, step 2: deploy sealant, ¿while maintaining tension alignment of the markings, firmly press button #1 until it is fully depressed. The clock symbol will become visible in the tension indicator window. This deploys and compresses the sealant against the venotomy for effective adhesion. Lay the device down for 2 minutes, allowing the sealant to actively absorb body fluid and swell within the tissue tract.¿ during step 3: remove device, the IFU instructs, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp. The device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. Deflate balloon ¿ to ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.